Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured, so it could not be used. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was normal, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, with moderate vessel tortuosity and little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was mild. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that button #1 and button #2 were not depressed. The procedural sheath and syringe were not returned. The stopcock was set in the open position, and the balloon was not inflated. The sealant was in its manufactured position; however, the cartridge assembly sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the severe outward kinked condition of the sealant sleeve assembly as received. The catheter working length was measured to verify, and the dimensional analysis result was found within specification. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the IFU. A lab sample syringe full of water was connected to the luer hub to apply positive pressure to the device. The balloon inflated as expected, and the inflation indicator extended as expected. No anomalies were observed. A simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the cartridge assembly sleeves presented a severe kinked condition, exposing the sealant. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis and held pressure. However, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the severely kinked sleeves. The exact cause of the reported incident and the observed condition of the device could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no rupture noted with the returned device. However, balloon prep (such as not removing all air from the device), and/or handling factors are possible. Regarding the kinked/bent sleeves and the premature exposure of the sealant, procedural/handling factors (such as using excessive force during insertion), access site vessel characteristics (there was mild pvd and moderate vessel tortuosity at the site), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation, the IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Additionally, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured, so it could not be used. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was normal, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, with moderate vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was mild. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.